Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so no evaluation could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the customer, the unit was still working. The unit has remedied itself and so they have cancelled their service call.

Event description:
It was reported that the central control monitor (ccm) displayed the message "you have exceeded the 2 year service life of your battery." No other details regarding the nature of this event were provided.